Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's fiance reported via phone call of customer's hospitalization for high blood glucose levels. The caller states the pump had blank display. The customer's blood glucose level at the time of incident was 523mg/dl. The customer's most current level was 303mg/dl. The customer was in diabetic ketoacidosis and was treated at the hospital. Troubleshoot was conducted. The customer was advised replacement battery cap would be sent. The customer was advised to monitor the device and call back if issues persist.